Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non¿health care professional reported that following an intraocular lens (iol) implant procedure, the patient struggled to read small print. The clinical reason was noted as blurry visual acuity. The iol was explanted during the secondary implant procedure. Additional information has been requested. There are two medical reports associated with this patient. This is for bilateral 1 of 2.